Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary vessel. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. However, the balloon ruptured during the first inflation under nominal pressure. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.